Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 2130196 d.4. Medical device expiration date: 31-may-2027 h.4. Device manufacture date: 10-may-2022 d.4. Medical device lot #: 2116276 d.4. Medical device expiration date: 30-apr-2027 h.4. Device manufacture date: 26-apr-2022.

Event description:
It was reported that the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g were unable to deliver medication. Lot#"s 2130196, 2116276 the following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned the root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that the bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g were unable to deliver medication. Lot#"s 2130196, 2116276. The following information was provided by the initial reporter: consumer reported needle clog during priming, stated that there is no insulin flow.